Manufacturer narrative:
(B)(4). It was reported that multiple communication failures occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. Based on the investigation performed, the technical root cause of the first two communication failures is a crash of rosanna_brain application. The technical root cause of the last communication failure not mentioned in the complaint description is an over force detected by the controller.

Event description:
When adjusting the 3d reconstruction, the compute button was pressed and a windows error appeared saying rosanna was not responding and the software would shut down. The robot was rebooted and the error appeared again when adjusting the 3d reconstruction. The robot was rebooted and worked as normal. There was no delay in case as the patient was still not in the room.